Manufacturer narrative:
(B)(4).

Event description:
(B)(4) 2015- additional information as received from a healthcare provider (hcp) in (B)(6) indicated on (B)(6) 2015, it was believed to be a problem with the dosage; despite administering single bolus three times (50, 75, 100 mcg) using the programmer, it was only slightly effective at 100 mcg, thus, it was believed that resistance had increased. It was effective when 50 mcg was injected directly into the lumbar spine. As such, it was believed it was not chemical resistance. Catheter trouble was predicted, but there were no problems upon performing a contrast study. Rotor test found no abnormalities. Volatility was observed during refill, but it was within the normal range. On (B)(6) 2014 subsequent situation was confirmed. A direct bolus from the catheter access port (cap) had not much effect and the catheter path was viewed using 3d-CT and no particular problem was found, although there was a slightly narrow portion on image. The underlying disease was spinocerebellar degeneration, so it might be that the underlying disease had progressed. Abnormalities were not observed in the catheter contrast study, so they would examine whether or not the worsening of spasticity would improve by adjusting the flex mode and single bolus in the future, and also check the catheter conditions using 3d-CT for more details. If it seems like they would not determine the abnormalities, the pump and catheter would be replaced because a full four years have passed. The current catheter tip is positioned at th7, which is slightly higher for spasticity in the lower extremities, and thus future adjustment of the catheter tip to a lower position is considered. Additional information received on (B)(6) 2015 from a hcp indicated the outcome of the event was "remission". On (B)(6) 2015, the current daily dosage was 200 mcg/day and administration with one bolus (50 mcg infusion for 30 minutes) was performed. The symptoms of the patient were getting "better a bit".

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider in regards to a patient who was being treated with gabalon intrathecal. The patient¿s pump was implanted on (B)(6) 2011 because of spinocerebellar degeneration. The daily dose was 130 mcg and began on (B)(6) 2007. The patient experienced a deterioration of spasticity beginning in approximately (B)(6) 2015. The event was considered serious, required hospitalization, and had not recovered. There was no causal relationship with the patient¿s pump, catheter, programmer, or surgical procedure. The event was related to the investigational drug. In (B)(6) 2015, the patient experienced a progressive deterioration of spasticity and the patient¿s body became stiff. The daily dose of gabalon was increased 30% from 100 mcg/day to 130 mcg/day; however, this had no effect. On (B)(6) 2015, a possible issue was considered to be related to the dose, and a single bolus was performed by the programmer thrice (with 50, 75, and 100 mcg, respectively). There was a bit of effect when the 100 mcg bolus was given. Resistance was then considered and the 50 mcg infusion was performed directly from the lumbar vertebrae. This resulted in an effect. Therefore, no resistance was considered. A catheter issue was considered and fluoroscopy was thus performed which indicated no issue. There was also no issue with the rotor test. Variability was checked at a refill and it was within the normal range. Per the attending physician, the patient¿s underlying disease of spinocerebellar degeneration and the possibility to progress the underlying disease was considered. Catheter fluoroscopy confirmed there was no issue. The physician observed the deterioration of spasticity would be resolved by using flex mode and performing single bolus dose. The physician was going to further check the detailed situation in the implanted catheter by using 3d-CT. If no anomaly was found, the whole pump system was going to be replaced since 4 years had passes since it was implanted. It was noted that a rotor test, catheter x-ray study, and pump operability test were performed. A healthcare provider later reported that around the time of (B)(6) 2015 that ¿blood¿ worsened. In mid-august, spasticity also worsened and rigidity occurred. Thinking it was a dose issue, a single bolus was administered 3 times using the programmer (50, 75, and 100 mcg), but only a small effect was observed at 100 mcg on 09/19/2015. On (B)(6) 2015, an hcp further reported that the patient¿s condition was further confirmed. A bolus was conducted directly through the catheter access port (cap); however, there was no much effect. Catheter orientation was checked by 3d-CT scan and it was confirmed that there was no issue although the catheter partly showed to be ¿a bit thin.¿ the tip of the catheter currently located at th7 and it was a bit higher location for lower limbs spasticity. The physician considered that the tip of the catheter would be moved downward in the future. Additional information was requested the reported details of the catheter, blood worsened, model/serial of the catheter, serial of the pump, resolution, patient and product status. Should additional information be received a supplemental report will be filed. On (B)(4) 2015 (for, hcp, (B)(4)) document contained no new information.

Event description:
Additional information was received from a hcp. Past patient complications/history included hyperlipidemia on an unknown date which was treated with amlodipine and candesartan. Past history also included lumbar spinal canal stenosis, diagnosed in 2013 with an unknown duration. In late (B)(6) 2015, the spasticity of the legs was deteriorated. Ashworth scale was 3-4 and it became difficult for the patient to live daily life. On (B)(6) 2015 a pump and/or catheter problem was suspected and the patient was hospitalized. There were no issues upon examination and the possibility of drug resistance was considered. Bolus administration was conducted a total of 3 times (50mcg, 75mcg, 100mcg). As no remarkable effect was confirmed, 50mcg was dosed directly by puncturing the lumbar spine; effect was confirmed. The possibility of drug resistance was denied so that the possibility of deterioration of spasticity could not be denied. Afterwards, adjustments of dose and changing the way of dosing were attempted, and spasticity was controlled mainly. A catheter x-ray study was performed on (B)(6) 2015 with no abnormal findings. A pump operability test was performed on (B)(6) 2015, also with no abnormal findings. The drug volume at the previous refill was 18ml. At the time of the pump operability test, the actual residual volume (arv) was 4.4ml while the expected residual volume (erv) was 4.5ml. The physician assessment was that the problem of the device and drug resistance was tentatively denied in the examinations, but comparted with the situation before deterioration of spasticity, equivalent control was not given. Not all the factors, including possibility of deterioration of primary disease, were investigated and cleared. It was being considered that at the next replacement of the pump in the future, both the pump and catheter would be replaced and the catheter tip location would be changed. As of (B)(6) 2016 the outcome of the event remained ¿remission¿; however, the patient was to be discharged from the hospital around (B)(6) 2016. The patient¿s past history included hypertension and surgical history included a lumbar laminectomy (B)(6) 2014. On an unknown date the patient received physical therapy (rom and gait exercises) and work therapy (standing up exercises and transfer training). In regards to the increased spasticity, it was noted that as of (B)(6) 2016 the outcome was ¿recovering¿ and the patient would be discharged from the hospital. The event was unrelated to the investigational drug. Starting (B)(6) 2015, the gabalon dose was 105mcg/day, on (B)(6) 2015 it was increased to 158mcg/day and on (B)(6) 2015 it was increased to 208mcg/day. On (B)(6) 2015, the dose was increased to 258mcg/day and was reported as continuing. Additional information indicated that as of 1/10/2016 the patient was recovering and discharge was scheduled. The hypertension was being treated with amlodipine and irbesartan. Surgical history was clarified as 'lumbar removal' on (B)(6) 2014.